Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of bowel obstruction and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient was diagnosed with bowel obstruction. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The patient was recovering from peritonitis. The outcome of bowel obstruction was not reported. On an unreported date, dianeal therapy was withdrawn. Concomitant medications were not reported. The nurse stated the peritonitis with (B)(6) was not related to dianeal therapy and did not comment on bowel obstruction as reported by the consumer. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g29043 and h11h18044 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.